Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. An olympus technician was onsite and checked the subject device. The processor was checked, and it was okay. There were various endoscopes with water leakage. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, a b30 (scope communication) error occurred with different evis exera iii video system centers during preparation for use. There was no report of patient harm associated with this event. (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a scope malfunction. However, the specific cause of the scope malfunction was not established at this time. Olympus will continue to monitor field performance for this device.